Manufacturer narrative:
The cause for the discordant rbc results is unknown.

Event description:
False negative rbc results were observed on the clinitek atlas. When sample was examined microscopically, it showed positive results for rbc.